Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, and detached inlet tube with connector were received for evaluation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 2. This was a site of leakage. The surfaces appear to have uniform striation, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1. A separation was noted in the inlet tube of the reservoir. This was a site of leakage. The surfaces appear to have uniform striation, indicating contact with sharp instrumentation. No functional abnormalities were noted with the detached inlet tube or connector. The information received indicated there was leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the exhaust tube of cylinder 2 and reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations were not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2020 and removed/replaced on (B)(6) 2021 due to a malfunction, leakage.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the patient experienced device leakage.